Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for further review of this single chambered implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. It was noted that the patient was in an arrhythmia that is believed to be atrial driven by the hcp. Upon review, ts noted that the rhythmid deemed the rhythm to be uncorrelated leading to eight bursts of anti-tachycardia pacing (atp) and two shocks to be delivered. The shocks converted the rhythm. It was determined that the therapy was inappropriate. Ts discussed programming optimization options with the hcp. No additional adverse patient effects were reported. This ICD remains in service.